Manufacturer narrative:
We never received the similar MDR, complaints for the same product over the past three years. There's no change on the design of the item. We attached a copy of the final quality inspection record on this particular piece of device bearing s/n#(B)(6). The manfacture date of this particular piece of device is 02/18/2020.

Event description:
We received the email from our customer drive, the details as below: the medical device involved in the incident is a wheelchair, model number # k320dfa-elr with serial number # (B)(6). While using the device the end-user was rolling down the hill. The device hits a little bump, and the side of the wheelchair by his hips cracked. He sustained a slash at the top of his arm. The end-user lives in a rehab center. Drive devilbiss healthcare is the initial importer of the device which is a wheelchair. The device has not been returned for evaluation. We are filing this report in an overabundance of caution to meet reporting deadlines we will file a follow-up when additional data becomes available..